Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported that there was a power on reset (por) condition and the error code was 0x400. The por was first observed two days prior to report. The patient stated that they went to a couple department stores but reported no medical procedures prior to the por message. The patient was advised to keep a log to track any future occurrences if they continued. Additional information received reported that the cause of the por was electromagnetic interference (emi). It was noted that the por was cleared, the therapy was working and the patient was doing well.